Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement and was added with another lead to cover more on the right side of the patient. The patient was doing well postoperatively and the explanted device was disposed of the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.